Event description:
It was reported a revision surgery was performed to remove and replace two vitality screws that fractured post-operatively at s1 and s2 and were causing the patient pain. The screws' shaft were broken at the neck. This is report two of two for this event.

Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided. X-rays were provided which show the two screws that are fractured. Additionally, 3 closure tops are seen to have backed out in the x-ray. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or traumatic factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to remove and replace two vitality screws that fractured post-operatively at s1 and s2 and were causing the patient pain. The screws' shaft were broken at the neck. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00425.